Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right hemicolectomy case for dissection was handled by two surgeons, the device achieved three seal cycles and it would work after the third activation the device kept firing, but no complete seal cycle tone. There was no end tone heard and there was an evidence of energy delivery. The issue happened with a second device, that about 1 out of every 10 cycles with obtain a full seal. But it indicated a sealed cycle and then bled. Little bleeder that was fixed with the ligasure device. No transfusion was needed. The issue reported regarding the sealing of the device per the surgeon. There was no patient injury.